Event description:
The user facility reported experiencing poor gas transfer during a bypass procedure. The pt was hand ventilated for a short time while the perfusion circuit was checked. No problems or malfunctions were identified and the case was completed using the original oxygenator. The bypass procedure was completed successfully without further incident.